Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that last night when patient (pt) went to charge their ins, they noticed therapy was turned off (the "lightning strike" was not going through the ins icon in the upper left-hand corner of the recharger display). The patient did not know how therapy turned off, and they mentioned that it was turned on "the other day." The patient mentioned that they hadn't charged their ins for about a week, which was why they decided to charge the ins last night. The patient stated that their ins was fully charged at the time they noticed therapy was turned off. The patient stated that they tried pressing the 'neurostimulator on' button on the left-hand side of the recharger, but it did not respond. Thus, the patient's reason for calling was to find out how to turn therapy back on. Agent reviewed that the 'neurostimulator on' button on the left-hand side of the recharger was deactivated by default. Agent reviewed how to use the patient programmer to turn therapy on. The patient confirmed therapy was turned back on, and they could feel the stimulation. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.